Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance and performed a preventative maintenance. The fse did not note any hardware or system performance issues that would have contributed to this event. Conclusion: in conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined - attachment: [patient data table (B)(4)].

Event description:
The customer contacted beckman coulter on (B)(6), 2016 to report generating elevated access accutni+3 results for one patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial and repeat results were above the normal reference range of the assay. The patient was redrawn four hours later and an access accutni+3 result within the normal reference range was obtained. The initial and second sample from the same patient were re-analyzed on the laboratory's alternate access 2 immunoassay system, serial number (B)(4) and results within the normal reference range were obtained. The initial elevated access accutni+3 result was reported outside of the laboratory and the patient was admitted to the hospital. The customer was not aware of any additional change or impact to patient care or treatment in association with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc), calibration and system check were performing within assay and instrument specifications at the time of the event. The sample was collected in a lithium heparin tube and centrifuged at 5200 rpm (revolutions per minute) for five minutes at room temperature. No issues with sample integrity were reported.